Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-02918. It was reported that both of the patient's leads migrated after a fall. As a result, the patient lost effective therapy. Surgical intervention is planned to address this issue.

Event description:
Additional information was received that the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.